Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 590 mg/dl. Multiple boluses were delivered; however, the bg was not lowered. A correction insulin injection was administered to address the bg level. The customer did not think the pump was working properly. A pump system check was performed and no device issues were observed. The customer changed the cartridge, infusion set tubing and site. Insulin delivery was resumed; however, the customer was not confident in the pump's function. Upon follow-up, the customer's bg level was decreasing.